Manufacturer narrative:
Patient identifier and weight are unknown. Device broke intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has not been received as of yet. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two matrix midface self-tapping screws broke during surgery. The surgeon believes that multiple sterilizations have made the screws weak. No additional information is available at this time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation of the two returned screws (3 screws were mentioned but only 2 screws were returned) shows that one is still intact and only the head of the second screw was returned. Unfortunately we have not been supplied with the relevant lot numbers in order to check the manufacturing documentation and their specification. We are aware of the fact that these are rather delicate designs, nevertheless we du suppose that the breakages were caused due to too much applied mechanical force during insertion. Based on these findings we conclude that these damages were not caused due to a manufacturing nor material problem. Note that repetitive sterilization has no impact of the quality characteristics of the material. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.